Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is:(B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, her near vision is less clear in the morning sunlight. In regular incandescent light, near vision is blurry in both eyes and she has been using a blue led flashlight to read with indoors at a font size of 18. Her doctor treated her for dry eyes with over the counter artificial tears, a prescription eye drop and inserted tear duct plugs. The consumer stated her near vision has improved. She is using +1.50 reading glasses, but her vision is blurry when removing them. There are two medical device reports for this event. This report is for the first eye.